Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device did not move smoothly and the device failed pre-test for unintended system motion. Therefore, the reported condition that the device was inoperative was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was sticky, the gear and bearing were worn, and the housing was cracked/damaged. It was noted that the housing was broken and was an older version. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test, check of free moving, check roundness of housing, check falling out protection (steal ring), check for unintended motion, check for sticky trigger, and check condition and function of triggers. It was noted in the service order that the device was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.